Event description:
The customer reported a system error code of "check fitting re-prime" and was unable to get the system to work. During the third case of the day, the surgeon received an occlusion while sculpting. They re-primed with a new cassette and then the error occurred. It was also stated per the service request that the coagulation didn't work well, and there was a yellow bar on the screen. The surgeon was unable to do the cataract procedure. It was cancelled and the surgeon performed a pterygium procedure. There was no patient injury.

Manufacturer narrative:
The system was checked by the service rep the following day and could not duplicate the problems reported. The system met specifications. The root cause of the reported error message and coagulation inefficiency is unk and cannot be determined.